Manufacturer narrative:
No specific information regarding the customer or procedure date(s) was posted; therefore, no da vinci system or instrument/accessory log files were available, and no additional investigation was able to be performed.

Event description:
This is a general complaint capturing a social media post which stated that during da vinci-assisted sleeve gastrectomy procedure(s), there were "bleeding staple lines (sleeve) when appropriate loads used". Staple line bleeding occurred while creating the sleeve with an appropriately sized reload. At this time, it is unknown what kind of da vinci stapler instrument and reloads were used during these events. The procedure outcome is unknown. This report will capture the unspecified bleeding staple lines reported in this social media post.